Event description:
Event description guidant received information that this defibrillation and atrial pacing lead dislodged as a result of the patient's twiddler's syndrome. The leads were removed and replaced without noted incident. No adverse patient effects were reported.